Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during an ultrasound guided breast biopsy through fibroadenoma tissue, the device was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. Photo shows tear in the device packaging . This is evident for the reported breach of sterile barrier in encor biopsy probe. Therefore, based on the photo review, the investigation is confirmed for the reported breach of sterile barrier.a definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 04/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy through fibroadenoma tissue, the package of the device was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.